Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The softclix device has been requested for investigation.

Event description:
It was reported that a patient had an issue with a coaguchek xs softclix lancet device. The customer stated the softclix device did not poke the finger. The customer adjusted the depth to 5.5, poked the finger, and received a small amount of blood. The lancet protruded past the end cap and the lancet is seated properly.